Event description:
This customer reported that their defibrillator was defective. The customer did not specify the nature of the problem. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). This customer reported that their defibrillator was defective. The customer did not specify the nature of the problem. There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.